Event description:
Doctor reported events of dyspnea, fever, acute respiratory distress syndrome, and death due to aspiration pneumonia, from journal article: "major respiratory adverse events after laparoscopic gastric banding surgery for morbid obesity", respiratory medicine (2012) doi: 10.1016/j.rmed.2012.05.002. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death, dyspnea, and infection are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of dyspnea as follows: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."